Manufacturer narrative:
Update 09-feb-2024: root cause: additional information was received, stating that the device was broken/cracked upon delivery. The most probable root cause is considered to be use of a cleaning agent used during manufacturing that causes chemical deterioration to the housing, potentially making it brittle. The use of a different cleaning agent in production is planned.

Event description:
Connector for air tube connection on intellicuff broke. There is no indication of a use error so far. There was no patient involvement in this event.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update on 09feb2024: root cause: additional information was received, stating that the device was broken/cracked upon delivery. The most probable root cause is considered to be use of a cleaning agent used during manufacturing that causes chemical deterioration to the housing, potentially making it brittle. The use of a different cleaning agent in production is planned. Update on 29feb2024: this case is no longer considered a reportable event as the damage on this particular unit was discovered before it was shipped to an end user facility.